Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refs1587 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had a midline from bd and they discovered that a part of the catheter was in the heart. Additional information received: "attempt to insert midline (B)(6) 2021. First in the vein basilica., right arm, where it is not even possible to insert the guide wire new try in the same vessel more proximally where I see with ultrasound how guide wire are inserted into the vessel and then the catheter. Pulls out needle + guide wire and tries to aspirate blood which is slow. Try gently with a 10ml syringe rinse which is slow. Choose to remove the catheter and then only about 1 cm is left of the catheter. No emergency, but the catheter should be removed. Completed dt upper arm as well as thorax and ultrasound."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had a midline from bd and they discovered that a part of the catheter was in the heart. No other information was provided.